Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided.

Event description:
The customer reported that during a testing session with the binaxnow covid-19 home test, the patient "got injured and started bleeding." The date that this event occurred is unknown. No patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The supplemental report is being submitted to provide the investigation conclusion. Technical services attempt to perform the required steps to obtain patient information but were unsuccessful, due diligence performed. No allegation of a test performance deficiency and no further action is required. Based on the above summary, the investigation is deemed complete. The product will continue to be monitored and tracked.